Event description:
Home peritoneal dialysis patient called tech support stating that he thinks the safety clamp pierced the line and made it leak a little. During continuous cycling peritoneal dialysis patient line blocked alarm woke her up. Fluid was leaking from the tubing that was being pinched by the button of the cycler door. The patient performed manual treatments and the next day used a backup cycler without incident. Patient stated she felt fine.

Manufacturer narrative:
Product investigation concluded that there was visual evidence of dried fluid in the cassette compartment. There was no dried fluid in the pneumatic and vacuum lines. The investigation found evidence of a pneumatic valve failure. After replacing the valve, the simulated treatment was then performed and completed without failure. The reported complaint was fluid leak, not duplicated during testing. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between (B)(4) 2011 to (B)(4) 2013.